Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulinlispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level of over 600 mg/dl and high ketones. Bg was addressed with intravenous fluids of saline and insulin. Reportedly, air bubbles were observed in the infusion set tubing. Tandem technical support informed customer that this may have prevented insulin from being delivered. Multiple incomplete bolus alerts were also observed. Additionally, customer was found to have been using off label insulin. Tandem technical support provided off label messaging. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.